Manufacturer narrative:
On july 15, 2020, the patient contacted cr stating he had relocated to (B)(6) and disclosing that his lead was eroding out of his skin. The patient also mentioned he had reached out to cr in (B)(6) 2020 requesting assistance finding a pain doctor in florida because he was having trouble getting paresthesia with the device. On (B)(6) 2020, the patient scheduled a physician follow-up at a pain management clinic to have a physician check on the lead erosion. The follow-up appointment was scheduled for (B)(6) 2020. On (B)(6) 2020, the patient follow-up with a physician at the pain management clinic who decided to explant both stimulators to avoid further issues. The physician prescribed antibiotics to prevent infection. On august 10, 2020, cr reached out to the patient to obtain an update on his status. The patient stated he is doing well, and he has a follow-up appointment scheduled with the physician at the pain clinic on (B)(6) 2020, to explore a treatment plan to manage his chronic knee pain. The cr asked the patient if he is aware of what might contribute to the lead erosion, and the patient stated he is unsure how the erosion happened. On august 10, 2020, complaint specialist, reviewed sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of erosion is evident for lots, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulators were reported to meet product specifications. Device can not currently be received by manufacturer for analysis. The device was used for treatment of pain.

Event description:
Stimwave quality has investigated the details for a report of erosion submitted to the stimwave complaint system on july 15, 2020, by clinical representatives (crs), in the united states.